Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site and the device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place at the time of this report.